Manufacturer narrative:
This information is provided in response to your request dated (B)(4) 2014 for additional information. Our original medwatch follow up report was submitted without the insulin pump data analysis. The download history showed that the daily insulin total averaged from 20 to 38 units of insulin, the meter average blood glucose reading from 81 to 175 mg/dl, the meter low blood glucose reading from 40 to 90 mg/dl, the meter high blood glucose reading from 119 to 399 mg/dl, the total insulin from 23 to 40 units, the total basal insulin from 18 to 20 units and the total bolus insulin from 4 to 10 units of insulin.

Manufacturer narrative:
This information is provided in response to your request dated (B)(4) 2014 for additional information. Our original medwatch report was submitted without the official cause of death.

Event description:
It was reported that there is a request for interrogation of insulin pump due to customer's death. It was also reported that it is suspected that the customer's death is related to insulin use. The customer was wearing the insulin pump at the time of death. Blood glucose at time of death is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medical examiner's office provided that the official cause of death was suicide. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump also passed the delivery volume accuracy test. After testing, it was concluded that the device operated within specifications.